Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump.